Event description:
Complainant alleged that during biomed testing the device did not have pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib board. The pace/defib board was replaced to remedy the malfunction. Analysis for reports of this type has not identified an increase in trend.